Event description:
Info received that the foot end brake casters swivel when pushed in brake. No injury reported.

Manufacturer narrative:
Technician found that the toot end brake casters would swivel when pushed in brake due to faulty foot end brake casters and hex rod. Replaced both brake casters and hex rod to resolve this issue. Bed located in ed.